Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. No moisture damage on electronics and motor noted. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was 278 mg/dl at the time of incident. The customer declined to check their settings and was advised to change out their set and reservoir and treat per their doctor's instructions. Customer has tried all remedies to clear the no delivery and was advised to discontinue use of the device and revert to a back-up plan. The customer was also advised that the device would be replaced and agreed to return the product for analysis.